Event description:
Dealer states low o2. Per independent repair center statement, unit is alarming/red light. Failure mode: inlet filter/dirty, p/e valve assembly/leaking (key failure), cooling fan/noisy weak, hose clamp/replaced, zip tie replaced.